Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first firing with a black reload and buttressing on thick tissue, the device fired slowly but correctly. When the device was reloaded it was noticed that the upper and lower jaw had ¿widened¿ and was unable to fit back down the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient.